Event description:
Information received from the field notes that the patient presented feeling symptomatic. Unipolar capture thresholds were 6.0 v. Bipolar thresholds were 3.5 v. The generator was programmed to 6.0 v bipolar.